Event description:
It was reported that during active thaw a muscle spasm occurred. During a renal cryoablation procedure, two iceforce 2.1 cx 90 needle's were used. The active thaw cycle was activated and the patient's muscle twitched. The user was able to identify the needle causing the twitch. The user continued the case and only used passive thaw on the identified needle. The case was completed with no reported injury to the patient.

Event description:
It was reported that during active thaw a muscle spasm occurred. During a renal cryoablation procedure, two iceforce 2.1 cx 90 needle's were used. The active thaw cycle was activated and the patient's muscle twitched. The user was able to identify the needle causing the twitch. The user continued the case and only used passive thaw on the identified needle. The case was completed with no reported injury to the patient.

Manufacturer narrative:
The following field was corrected with device manufacturer name information: d3 manufacturer name.